Manufacturer narrative:
One cardiomems patient electronic system with power supply cord and power cord were received for evaluation. Visual inspection revealed that the power supply cord was frayed with exposed wires. No fraying or exposed wires were seen on the power cord or power extension cable. A standard power supply was connected to the unit, and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. It was reported that the patient electronic system had frayed and exposed wires on the power extension cable ¿ unconfirmed. It was determined that the power supply cord had frayed and exposed wires. The patient electronic unit does not fall under the fa-q323-hf-4 issued by abbott.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.